Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The poor image resolution appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) and dyspnea appear to be cascading effects of the slda. Additionally, mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a short and restricted posterior leaflet, causing imaging to be very challenging. Two clips were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2021, the patient returned to the hospital due to shortness of breath. Transthoracic echocardiogram (tte) was performed and showed the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda and reduce mr. One clip was successfully implanted, reducing mr to a grade of 3. No additional information was performed.